Event description:
Pt e-mailed coopervision and stated that biofinity (comfilcon a) contact lenses have caused five (5) corneal ulcers in the left eye and has caused permanent scarring. Pt states the lens was worn as directed and taken out once a week. Treating eye care practitioner (ecp) stated the pt can resume lens wear but no longer sleep in the lenses. Pts od stated the pt was last seen for an exam in (B)(6) 2010. Corneas were clear, and the pt had no issues. Pt ordered 4 boxes in (B)(6), 2011 and od was not aware pt had any issues and had no prior history of ulcers.

Manufacturer narrative:
Event was rec'd directly from pt via e-mail to coopervision's customer service department. Pt reported reoccurring corneal ulcers in the left eye. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. This is being reported as unconfirmed corneal ulcer. Should further info be provided that would change this conclusion, and update to this report will be provided within one month of receipt of the add'l info.